Manufacturer narrative:
This report is submitted on december 4, 2019.

Event description:
Per the clinic, the patient experienced a migration of the receiver-stimulator and electrode array resulting in a lack of benefit from the device. Subsequently, the patient underwent revision surgery on (B)(6) 2019, to re-insert the electrode into the cochlea and reposition the receiver stimulator. Surgery was successful and the implant remains insitu.